Manufacturer narrative:
Complaint no: cmplnt-(B)(4). If any relevant information is obtained, then a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor leaked. There was no patient involvement. No additional information is available.